Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during fill tubing. The user's blood glucose level was 215 mg/dl. Reportedly, the same cartridge was reloaded successfully.